Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that four years ago, the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. It was reported that the customer had taken the pump off and thought they had taken the pump out of suspend. The mother declined to speak with helpline. No further information or assistance provided.